Event description:
A nurse called to report that the customer was hospitalized for high bgs. Troubleshooting was performed. The self-test paused. However, the pressure test was not completed due to the lack of tubing clamp. The programming in the pump was correct. Advised the customer of the two high bg rule, and to call if the problem persists.